Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: when placing the clips to clamp the cystic duct: the clips remained open and failed. Consequently, the cystic duct opened, bile leaked into the abdominal cavity, the duration of the procedure was prolonged, and there was an increased risk of a post-operative abscess. The stapler was changed (to a non-automatic stapler and clip cartridges) to continue the procedure. Intervention: the stapler was changed (to a non-automatic stapler and clip cartridges) to continue the procedure. Patient status: patient is fine.